Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced insulin flow blocked alarm. The customer reported no adverse event. The event involved product(s) mmt-431aj, mmt-431aj, mmt-342. Troubleshooting was performed. Customer confirmed insulin did not exit tubing with manual push of reservoir plunger or reported greater than normal resistance. No harm requiring medical intervention was reported. Product return requested for mmt-431aj. Customer declined to return, or is unable to return. Mmt-431aj was requested and customer response was the device will be returned. Mmt-342 was requested and customer response was the device will be returned. The customer will discontinue using the device.

Manufacturer narrative:
Evaluated one partial opened/used reservoir transfer guard and plunger rod were not returned (reservoirs contain 2.0 ml of clear liquid inside reservoirs barrel) and performed a visual inspection and checked reservoir, snap-cap, and septum for anomalies and none were found. Ran occlusion test per dop114-811 appendix c as follows: using transfer guard and plunger lab, reservoir filled with diluent and connected to a new infusion set. Installed reservoirs & connector into a 7xx pump. Performed pump manual prime, visual fluid flow through infusion set and out catheter tip, also ran manual prime and found reservoir not occluded. Reservoir passed per specifications. In summary, the customer complaint of occluded reservoir was not confirmed. Reservoir passed functional test. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.